Event description:
It was reported that the pump was the problem ever since it was implanted in (B)(6) 2013. At the end of november/first of december 2013 the drug was changed and dye studies found a slight granuloma ¿and pushed it through¿ but it was never the pain relief she had before. In (B)(6) 2014, sufentanyl was put in the pump. The last week of (B)(6) 2014, the patient fell and hurt the back of her neck and head. Four days later she experienced a dull headache which progressively got worse and was now severe. A computerized tomography (CT) scan was performed. In (B)(6) 2014 a refill with dilaudid was performed. Reportedly, 9.2 ¿something¿ cc¿s were aspirated. The patient¿s physician had dismissed the patient for non-compliance. The patient stated she did not have pain coverage and the physician told her the catheter was blocked and she would need surgery to replace it but that physician would not perform the surgery due to non-compliance. Reportedly the patient¿s dose was never increased from when it was first put in and the physician told the patient it was not a therapeutic dose. Further, the granulation at the tip ¿able to push it in¿ with two different dye studies one in december and one other, timing unclear. When the dye was pushed through the catheter tip was opened back up. Reportedly the left over medication pulled out in (B)(6) 2014 ¿turned out to be just a part of the cc¿s.¿ the physician had told the patient that she had not been getting any medication when he showed her the syringe with the 9.2 cc¿s aspirated. The patient¿s pump was refilled and the patient was sent home with the physician knowing the pump was not working. It was further clarified that the pump was working but the catheter was plugged but no dye studies were recently done. The patient also had an MRI done on (B)(6)2014 related to her head, neck and headaches. The patient stated she had tripped at the time of her fall. The results from the CT and MRI scans were not available. The patient stated she was not able to attend the meetings by the physician as it had been really rough physically and emotionally, with her pump replacement and the deaths of two sisters.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).